Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, the physician elected to use a finishing wire. When they tried to remove it, it would not come out. The physician cut the wire and it remained in place. No adverse patient effects were reported. The lead remains in service.